Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing gel as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of missing gel. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was missing gel. The following information was provided by the initial reporter. The customer stated: "I am writing to you today because we have a complaint on one of our sites regarding 1245665 gel dry tubes. Indeed, it was found in a rack of this batch, 10 dry tubes without gel. On another site, on a rack there were also 10 dry tubes without gel and a few others. I only have feedback from 2 sites, with the current overactivity, the sites cannot look at all of their racks one by one."